Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient did not seek medical attention and continued to wear the lifevest. There is no information to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): (B)(6) 2015- reuse electrode belt sn (B)(4): (B)(6) 2013 - reuse inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) . A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(6).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was conscious and at home at the time of the event. The patient reportedly was unsure of what buttons to press. After review of the downloaded data, it was confirmed that the patient received three inappropriate treatments at 19:38:18, 19:38:59, and 19:40:47 on (B)(6) 2015. Multiple counting and supraventricular tachycardia contributed to the false detections. A review of the downloaded data confirms the patient pressed the response buttons during a prior treatment sequence but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The patient did not seek medical attention an continued to wear the lifevest.